Event description:
On (B)(6) 2024, a stereotactic biopsy performed with hologic brevera, a turmark professional x breast biopsy marker was deployed. I bled considerably post procedure. Post biopsy mammo revealed the marker migrated 2.5cm. Hours later, I unknowingly bled through bandages, wraps and clothing. Zingers started within days. Incision began to itch intensely; soon to push outward from my skin, as if it were protruding like a sliver was under my skin. It looked infected & you could feel the bump on my body; once I had scratched by mistake and I thought it was going to break the skin. (B)(6) 2024, I was scheduled for an MRI w/wo contrast. The cancer site could not be found due to biopsy site migration, lack of biopsy changes & dense breasts. The compounding significant motion artifact limited any visibility and thus the provider scheduled me for a 2nd - double incision stereotactic biopsy on (B)(6) 2024. This was extensively painful - unlike the first. The dr. Struggled with locating the original site, adjusting with nurses to get rad views, deploy device and get biopsy; at both sites. (Hologic securemark for eviva - tophat and mini cork). Pathology came back and the provider recommended that I have a dmx (digital motion x-ray) with implants to avoid disfigurement. During that period of the 2nd clips seemed to irritate the first and left side chest pains began to occur. I obtained a 2nd opinion, which resulted in a lumpectomy on (B)(6) 2024, with a elucent smartclip placed the day prior. See additional notes below. *during lumpectomy, biopsy clip fell out immediately upon incision due to superficial position in the superior anterior margin. Per records, it was sutured back in.